Manufacturer narrative:
Based on the claim against the product by the customer noting that the patient side cart (psc) had repeated fiber cable errors. An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive field service engineer (fse) followed up with the site and was advised that the issue was resolved once the fiber cables were cleaned. The reported issue did not return. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. This complaint is being reported based on the following conclusion: the customer converted to a laparoscopic surgical procedure post-anesthesia due to repeated blue fiber cable errors against the patient side cart. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that prior to the start, post-anesthesia, of a da vinci-assisted benign hysterectomy surgical procedure, that the patient side cart (psc) had repeated errors stating that there was a bad fiber cable connection. The site stated that they did not have canned air to clean the fiber cable connections. The site was able to get another blue fiber cable, but the psc was still not connecting or powering on. The site tried to make several re-connections and emergency powered off (epo) the psc, but was still unable to get the psc connected to the system. The tse explained that the issue was likely due to a dirty or obstructed fiber cable port or rear of the psc. The tse suggested cleaning the fiber cable socket on the psc with a dry q-tip. After trying to bring the system back up, the site was still unable to get the psc connected to the system. The surgeon decided to do the procedure laparoscopically. At this time it is unknown if the ports were placed when the issue occurred. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.